Manufacturer narrative:
Should additional information become available this event will be updated.

Event description:
Boston scientific's european technical services received strips regarding spikes seen during a ventricular tachycardia as well as a sinus bradycardia rhythm involved with a patient implanted with this cardiac resynchronization therapy defibrillator (crt-d). Technical services discussed the spikes noted on the electrocardiogram to be at 60 paces per minute while the lower rate limit appeared to be programmed to 70 paces per minute which would indicate possible spikes digitally reproduced by the electrocardiogram (ECG). The programmed lower rate limit (lrl) was not confirmed by the filed representative at this time. Technical services confirmed that looking at the real time printout of the electrocardiogram (ECG) normal sensing was seen. In addition, information obtained from a boston scientific field representative stated that no asystole for > 2 seconds was noted and pacing appeared appropriate. No adverse patient effects were reported. At this time the device remains implanted.